Manufacturer narrative:
The device associated with this report was not returned. Previous investigations found the root cause is attributed to the supplier¿s heat treating process; corrosion found with carbide embrittlement as a possible contributing factor. Improvements to the heat treating process have been recognized and a supplier change request to heat treat all 400 series stainless steel components in the united states has been implemented and released. Scr-002557 released (B)(4) 2012, to request the use of an already approved heat treat supplier, (B)(4). Monitor through trend analysis. It is unknown if the complaint sample was manufactured prior or after the change since the sample was not returned and the lot number were not provided. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Screwdriver tip broke off while screwing in cup screw. Found one large piece, but did not locate smaller piece.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.